Event description:
Following implant, the patient's incisions opened up and were leaking. One week post-op, the healthcare professional (hcp) irrigated and closed the patient's incisions. Approximately 2.5 weeks later, the patient returned to the hcp's office for a follow-up appointment and her lead incision and implantable neurostimulator (ins) incision had reopened and were leaking. The patient reported being diagnosed with lupus during her hospital stay and said that the physician treating her for the lupus told her that her "body may be trying to reject the stimulator". She reported having used the stimulator and receiving relief until it stopped working. Upon interrogation, it was found that the ins was depleted. It was unknown whether or not her system would need to be explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.